Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Relevant tests/laboratory data: relevant test data added.

Manufacturer narrative:
This report is for an unknown ria/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nicholas kusnezov et, al (2017), bone grafting via reamer-irrigator-aspirator for nonunion of open gustilo-anderson type iii tibial fractures treated with multiplanar external fixator international society of orthopaedic surgery and traumatology, vol. 3(30), pages 1-6 (USA). The aim of this article is s to evaluate the outcomes following reamer-irrigator aspirator (ria) autogenous bone grafting (abg) of high-grade open tibia fracture nonunions stabilized via multiplanar external fixation. Between 2008 to 2015, a total of 15 patients (10 males and 5 females) with a mean age of 41.1 years (range, 15-64 years) were included in the study. Each patient underwent at least one round of aggressive debridement of the open fracture and eight required flap coverage of their injuries prior to discharge. The synthes ria was used for each patient. The mean duration follow-up of 13.3 ± 6.8 (6.0¿31.2) months. The following complications were reported as follows: a (B)(6) year-old female patient had refracture of nonunion site treated with 2nd ria. This report is for a unknown synthes reamer irrigator aspirator (ria). This is report 4 of 6 for (B)(4).